Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge remained static at 125 units for a period of time. The cartridge had been in use for 7 days. The customer could not recall their blood glucose level. During troubleshooting, the call was disconnected therefore no additional information was received. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.